Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned a button error alarm. Customer reported that the insulin pump had recently been exposed to sweat. Blood glucose level was 66 mg/dl at the time of the call. No further information was provided.